Event description:
Child's meter was set to the incorrect unit of measurement. Two weeks ago, the pt obtained a result of 7.6 mmol/l. The reporter contacted the pt's nurse for advice because of the high results. The nurse advised the reporter to give her child the usual dose of treatment (novopen insulin, morning dose: 4 units of rapid and 11 units of long-actiing, noon: 4 units of rapid, and evening: 3 units of rapid and 6 units of long-acting). The nurse told the reporter that she would go to the child's school to test the pt's blood glucose. The nurse discovered that the meter was set to mmol/l, not mg/dl. The pt was feeling fine, no injury or harm was alleged. The meter was previously set to the correct unit of measurement. The pt was unable to answer if the meter settings were changed. A replacement meter has been sent.